Event description:
Datex-ohmeda s/5 light monitor did not alarm when the patient's heart went to 30. Patient laid flat. Fluids opened & 5 mg atropine given. It did not alarm or print out. The user stated that they manually saw it and printed the information.